Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced on going intermittent high blood glucose (bg) level 126 - 300s mg/dl. A correct bolus via the pump was administered to address bg level. Troubleshooting with tandem technical support was performed and determined that air bubbles were observed within the tubing. Customer primed the tubing to address the issue and resumed insulin delivery.